Manufacturer narrative:
Patient information was unavailable from the site. Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the screw thread on the tip of the open spine clamp was stripped. The clamp was fixed used to complete the procedure. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
Additional information: the clamp was repaired by tightening it using the hexagonal driver of the implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The clamp was returned to the manufacturer for analysis. Analysis found that the adjustment screw of the returned clamp was intact and functional. The head of the screw had tool marks around it, but the hex head was also intact and functional. No problem found. If information is provided in the future, a supplemental report will be issued.